Event description:
Device was implanted on 12/28/95. A connector was revised on 2/6/96. The entire device was removed from the pt due to urethral perforation on 8/12/96. A malleable device was implanted.